Event description:
The manufacturing representative reports the pump was explanted due to drug leaking out of the pump septum, filling the pocket around the pump. No symptoms were reported. The drug used in the pump was morphine 10 mg/day.